Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the surgeon was repairing a fractured left femur; the nail was in place when the surgeon was drilling through, the tip of the 6.0mm stepped drill bit broke off into the femoral head. The doctor was unable to remove the tip. There was a 45 minute delay because the surgeon had to change the drill bit. The patient is in stable condition. This is report number 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): device manufacture date: also reported as; july 31, 2004 . A review of the device history records was performed and no complaint related issues were found. An evaluation was performed on the returned device. As per received condition of device; the returned stepped cannulated drill bit, large qc, 435mm was received in one piece. The break occurred along the ø6.0mm section. The broken piece was not returned. One 6.0mm/10.0mm stepped cannulated drill bit, large quick coupling, 435mm (part# 357.403, lot# un35736) was received for evaluation with complaint category "broken: tip broken intraoperatively¿ the product drawing was reviewed during this evaluation. No drawing discrepancies were identified. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.